Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient had a nerve damage and was unable to walk right after being implanted with a trial spinal cord stimulator (scs). No further information has been obtained despite good faith efforts.